Event description:
The pt's explanted device was received by the manufacturer without prior notification. The form sent with the device stated that the device was explanted due to "persistent chronic infection with scalp breakdown. Pt died due to cardiac arrest post-operatively (long qt syndrome)." The clinic was contacted and reported the following: the pt had a known cardiac condition associated with long qt syndrome. The pt reportedly developed an infection. The pt reportedly awake from the explant surgery and suffered cardiac arrest approx one hour later.